Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported "deflation" for left side implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: fold creases, wear abrasion, void >1 mm in non-textured valve-to shell-bond area and one linear opening. A microscopic analysis and leak test were performed which identified, one opening crease smooth. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side posterior assessed, as fold flaw opening.

Event description:
Healthcare professional additionally reported, "creases associated with hole". "Calcification of l capsule". And particles in valve. The device has been explanted.